Event description:
During esophagogastroduodenoscopy (egd) with coagulation in stomach, an injection gold probe bipolar catheter was used. Boston scientific was made aware that during the procedure, the tip of the probe broke off when the needle was extended. The tip was easily removed from the pt using a foreign body basket. The physician completed the procedure with another of the same device with no pt complications, and the pt is fine.